Event description:
The customer reported that the fiber tip became damaged during a prostate procedure. The laser system was being used for both vaporization and coagulation. The procedure was completed with a second fiber, which was also reported (ref MFR report number 2937094-2012-00410). After the procedure, it was noticed that the scope had been burned. No pt injury was reported as a result of this event.

Manufacturer narrative:
The reported issue of fiber tip damage is not a reportable event. The device was subsequently returned to the MFR and analyzed. It was not possible to verify the joules accumulated on the fiber as the fiber card was not returned. Failure analysis disclosed that the fiber cap was attached and intact, although the cap was drilled through and the cap region was burnt and melted. The cap also exhibited detritus, char, devitrification and melted glass. The fiber jacket and shrink tube were melted and burnt and had lacerations. The cap condition would result in reduced vaporization efficiency and may also cause forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber and accelerating cap wear. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. The component codes fiber and cap refer to the results code thermal problem.